Manufacturer narrative:
On 22-oct-2020, the suspected medical device was returned for evaluation. On 8-nov-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the posterior view consistent with a crease/fold. A tear measuring approximately 2.5 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced bilateral rupture and right-sided grade IV capsular contracture postoperatively. As a result of the capsular contracture, the patient underwent bilateral removal and replacement with two unspecified non-mentor breast implants on (B)(6) 2020. Upon explantation, bilateral rupture was observed. This report is for the right-sided prosthesis.